Event description:
Information was received from a trial patient (pt) who was using an external neurostimulator (ens) for urge incontinence, non-obstructive urinary retention. The basic evaluation started (B)(6) 2021. It was reported that the pt felt like they were leaking, but they were not. They stated, on the day of their surgery they felt like they needed to void really bad but couldn't pee at all. The pt thought they were supposed to increase stimulation so they could feel the "buzzing" more, but when they turned it up past 1.1 it hurt their lower back very badly so they lowered it to 1.0. They also mentioned they have chronic pain and was wondering if that could affect the medtronic machine. The pt had back injections the day before her procedure (11/11) and stated "I don't know if that has made my nerves gone haywire?" They are also uncomfortable because of pain shooting through their groin down their legs, the pt did not want to lower stimulation as they believes this is their dual sciatica. The pt then stated they can't sleep because of the pain in their lower back.

Manufacturer narrative:
Urinary retention if information is provided in the future, a supplemental report will be issued.